Event description:
Customer reported the rj-11 clip is damaged and would like it to be repaired. There was no pt contact reported.

Manufacturer narrative:
Result - eval of the returned product revealed that the rj-11 clip no longer has tension when compared to a working model 8308. Therefore, because of the damage to the rj-11 clip, the sensor connection is not secure. The alarm sounds as it should if the rj-11 clip is not moved. If the cable is moved at any point, the rj-11 clip comes out of the receptacle and the fail safe feature sounds as it should. Note: posey instructions for use has caution statement: check the sensor pad, cord and plug for damage. Warning statement: never jerk or pull on the sensor cord to remove the rj-11 plug. Doing so will damage the cord or plug and cause the sensor to fail. Always use the plastic tab to release the plug. (B)(4).